Event description:
The customer reported an event where they did not agree with the shock advisory decision given by the device.

Manufacturer narrative:
The customer reported an event where they did not agree with the shock advisory decision given by the device. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted, upon completion of the investigation.